Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not powering up was confirmed via evaluation of the returned system monitor (serial number: (B)(4)). The returned system monitor was initially evaluated by service depot under work order (B)(4) and the issue was reproduced. The unit was troubleshot and the main pcb was found to be the cause of the reported issue. The main pcb was replaced and the issue resolved. After replacing the main pcb, a full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. The defective main pcb was forwarded to product performance engineering (ppe) for further evaluation. During ppe evaluation, the defective system monitor main pcb was installed into a system monitor test fixture and issue was reproduced when connected to a test power module. Evaluation of the main pcb revealed a compromised component in the power supply circuitry that prevented power from being supplied to the rest of the circuit, resulting in the system monitor being unable to power on. The reported event was determined to be caused by a compromised component on the system monitor main pcb; however, the root cause of the component not functioning properly could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the system monitor did not power up. The device was returned for evaluation and pcb damage was confirmed.